Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported via follow-up with the physician's office that the situation was unlikely to be reproduced so no reprogramming nor surgical intervention was necessary.

Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted (B)(6) 2007, 6945-65 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and a remote transmission revealed the patient had received inappropriate anti-tachycardia pacing (atp) due to the device detecting and treating two ventricular tachycardia (vt) episodes which were actually atrial tachycardia/atrial fibrillation with rapid ventricular response (at/af with rvr.) The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.